Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. System is operating as intended.

Event description:
It was reported that the images were superimposed during a case. No patient injury was reported.